Event description:
It was reported that "tulip heads are splaying on xia3 poly screws upon final tightening of the blockers and there is an audible click when the blockers pop back up in the tulip head by one thread gap and this is happening before 12nm is achieved. This has happened only with 5.5 xia3 poly screws."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.